Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation, or if additional info becomes available.

Event description:
The facility reported to customer service, a pump that's infusing too fast (overinfusing). The event was reported to have occurred during pt infusion. There was no pt injury or medical intervention necessary according to the hospital representative. No additional info is available.